Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that his daughter had high blood glucose due to no delivery alarms and that she ended up in the hospital due to hyperglycemia. The patient's blood glucose was between 300 mg/dl and 400 mg/dl. The father stated that the no delivery alarm was resolved by changing the infusion set and reservoir. No products were returned or replaced.